Event description:
The dr was injecting lens into eye and lens was torn on placement. Lens was removed and new lens was implanted. Rptr is not sure whether it is the lens, injector or cartridge causing the problem. Facility has experienced this tearing problem several times over the past 6 mos. Staff has been inserviced. MFR has been contacted and facility will be returning the lens for eval as requested by MFR.